Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient urine sample tested for crep2 creatinine plus ver.2 (crep) on a c501 analyzer. The sample initially resulted as 5.65 mg/dl and this value was reported outside of the laboratory to the physician. The physician requested a repeat of the sample. The sample was repeated, resulting as -0.27 mg/dl accompanied by a data flag. The sample was then centrifuged and repeated a second time, resulting as 46.50 mg/dl. The sample was also repeated a third time on a different analyzer, resulting as 48.51 mg/dl. Both controls were within acceptable ranges. The sample was colorless and clear. The sample was not centrifuged prior to initial testing and no preservatives were added to the sample. The patient was not adversely affected. The crep reagent lot number was 16061701, with an expiration date of 03/31/2017. Based on investigation of reaction monitors, the issue seems to be related to a pipetting error. It is possible that precipitates clogged the tip of the sample probe partly. The clog disappears after the next washing and the repeat result falls back into the normal range. Calibration and control data were found to be ok. A general reagent issue could be ruled out since controls are acceptable. It was determined that the customer was using a sample container with dimensions of 12 mm x 75 mm. It was recommended for the customer to use a rack adapter for tubes with a diameter of less than 13 mm. The issue seems to be related to the tube size and a missing centrifugation step.